Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: suspicious fluid on right breast.

Event description:
Patient reported right side breast cancer not device related and "suspicious fluid". Device status is unknown.